Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that, customer reporting that battery lasting for one day. Troubleshooting were performed and issue was not resolved. No harm requiring medical intervention is reported. Insulin pump will be return for analysis.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an unexpected battery power loss on event date september 15., 2022. The device passed displacement test. However, unit failed vibrating segment of self test, sleep current test and active current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts were noted: low battery alert [104] occurred on september 13, 2022 20:23:00.000. This alarm/alert was expected. An unexpected replace battery alert [73] was noted on september 13, 2022 22:02:00.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range, however, the power management graph indicated an esd latch-up on an ic chip. Device was cut open to perform visual inspection and found moisture damage on the vibrating motor harness, electronic assembly and force sensor. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, keypad overlay texture damage, scratched case, cracked case - corner of belt clip rails and battery tube threads - cracked. In summary, customer allegation of unexpected battery power loss confirmed due to an esd latch-up on an ic. Problem isolated to the electronic stack. Failed self test, sleep current test and active current test observed due to moisture damage on the vibrating motor harness, pcb1, pcb2 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that product was returned for analysis.